Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer had experienced a low blood glucose level of 43 mg/dl. They had landed from a flight when the serious injury occurred. They declined troubleshooting for the low blood glucose. The caller did not mention any form of treatment. The device will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.